Event description:
Same case as MDR ID: 2134265-2015-04725. It was reported that a rotawire fracture occurred. A 1.25mm rotalink¿ plus and 330cm rotawire¿ were advanced to treat the target lesion. During platforming, outside the patient's body, the burr speed was set at 175,000rpm. It was then noted that the burr sheared off the wire. Subsequently, the physician pulled the wire out and used a new rotawire and burr which completed the case. There were no patient complications reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).